Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a lung biopsy procedure. According to the complainant, during the procedure after inserting the device into scope, it seemed that the plastic sheath peeled and exposed the coil at about 4 - 5cm from distal end. There was no report of any pieces from the device falling into the patient, and no resistance was felt while inserting the device though the scope. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a lung biopsy procedure. According to the complainant, during the procedure after inserting the device into scope, it seemed that the plastic sheath peeled and exposed the coil at about 4 - 5cm from distal end. There was no report of any pieces from the device falling into the patient, and no resistance was felt while inserting the device though the scope. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found the device jacket torn and peeled. Functionally, the unit was able to be opened and closed without issue. Additionally, the outside diameter of the catheter was measured at multiple locations and was found to be within specifications. The condition of the returned incident device was consistent with the complaint that the sheath peeled exposing the coil . Controls are in place in the manufacturing process that verify product integrity, therefore the most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).